Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/06/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2015 with the following findings: evaluation revealed that a power on reset event observed in black box on 4/26/2015. The battery cap was not returned. All testing performed with a test battery cap. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. There was no evidence of moisture or loose components inside pump.